Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella pump flow suddenly dropped from 3.6 to 1.1 l/min almost 24 hours into support with continuous suction alarms. No cannula kink was observed via echocardiogram imaging. The physician repositioned the impella but repositioning did not resolve the issue. It was suspected an obstruction or thrombus may be present however there was no evidence of clot ingestion found. The impella was ultimately explanted due to the unresolved low flows. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The data logs showed an immediate drop in pump flow and motor current upon the occurrence of the suction alarm. The motor current and pump flow remained low and non-pulsatile for the remainder of support despite repositioning attempts. No other abnormal metrics were noted. Since no product was returned, the cause of the low pump flow was not determined. This report is being filed as part of a retrospective review of historical records.